Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 85% stenosed, 24mm x 2.25mm target lesion was located in a severely tortuous and severely calcified mid-left anterior descending artery. A 2.25 x 24 synergy coronary drug-eluting stent was advanced for treatment. During insertion, the stent scraped with the lesion and the proximal part of the stent was lifted up. The procedure was completed with a different device. There were no patient complications reported and the patients status is stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 2.25 x 24mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent identified stent damage. Stent strut rows 7 and 8 (counting from the distal end of the stent) damaged with struts lifted and pulled distally. The undamaged crimped stent outer diameter was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded. The balloon had not been subjected to positive pressure. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of shaft polymer extrusion revealed no issues. A visual and microscopic examination found damage to the tip. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 85% stenosed, 24mm x 2.25mm target lesion was located in a severely tortuous and severely calcified mid-left anterior descending artery. A 2.25 x 24 synergy coronary drug-eluting stent was advanced for treatment. During insertion, the stent scraped with the lesion and the proximal part of the stent was lifted up. The procedure was completed with a different device. There were no patient complications reported and the patients status is stable.